Event description:
The monitor in one of the or rooms had a temporary glitch that caused the monitor to display the patient from another room. Fortunately there was no harm to patient since the vital signs from anesthesia monitors were being observed at all times and there was no noticeable discrepancy in patient clinically. The patient was pulled up on the netkonnect system and the pump team was looking at a different patient than what they thought.what was the original intended procedure?open heart.device #1is this a laboratory device or laboratory test?no.